Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual an dimensional evaluations could not be performed. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported a patient underwent a hip revision approximately eight months post implantation due to a disassociation and dislocation. The liner, bearing and head were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: (B)(4). D10: cat #: 110031012 / 28mm i.d. 44mm o.d. Size f bearing / lot #: 64783093; cat #: 00877502802 / bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 / lot #: 3077095. G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.